Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0jfxw, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0jfxw, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for implanted neurostimulator (ins) pocket infection. The ins and extension would be explanted and the lead would be left implanted. Additional information received reported that the patient had swelling and pus in the ins pocket and a culture was taken from the infected site, but the organism was unknown. The patient did not have meningitis. The ins and extension was explanted and the patient was given antibiotics. The patient¿s status at the time of report remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.